Event description:
A nurse reported that the system was losing vacuum during two cataract surgeries in the same day. The foot pedal was pressed all the way down. They switched handpieces during surgery, but the issue continued. The pts are reported to be doing well; there was no impact to the pts, and no surgical delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).